Manufacturer narrative:
Batch review performed on 02 may 2017 . (B)(4).

Event description:
The patient came complaining of a clicking noise and pain. The surgeon revised the head and liner. The surgery was completed successfully. X-rays and explants are not available.